Manufacturer narrative:
The field service engineer (fse) replaced the central processing unit (cpu) to resolve the issue. The unit was tested, and it was returned to service. The device was being setup when the reported event occurred, there was no delay of therapy.

Manufacturer narrative:
In the repair center, "check vent: backup alarm failed " (diagnosis code 1104) was observed to occur. In addition, its occurrence log was found in the event log. The cpu assembly was returned for failure investigation. There were no anomalies noted. Per the investigation performed, the reported problem could not be reproduced.

Manufacturer narrative:
Date of report: 07sep2021. (B)(6).

Event description:
The medical engineer (me) reported an alarm indicating "alarm setting failed". The device was not in use on a patient. No patient or user harm was reported. The me confirmed the reported failure. The unit kept operating when the alarm occurred. The me turned the power off once and restarted up the unit, but it sounded again. Further information is pending.